Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited potential loss of capture with positional changes, as well as loss of ventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also experienced phrenic nerve stimulation. The lead was reprogrammed, revised, and remains in use. No further patient complications have been reported as a result of this event.